Manufacturer narrative:
On may 4, 2023, the distributor provided the following information: the pump history was reviewed, and the pump was found to have announced the low power alerts and alarms as intended. The pump charged and discharged normally. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 165 mg/dl. No additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.